Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support (cts), it was confirmed that the pump was still functional. Additionally, it was reported that the customer was experiencing low blood glucose (bg) levels as low as 65 mg/dl. The suspected cause of the low bg levels were unknown. The customer ate carbs to treat low bg levels. At the time of the call, the customer's bg level was 100 mg/dl. As the pump was still functional, the customer intended to use the pump to continue insulin therapy but also confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified. Functional testing was performed and no failure was identified related to the reported low blood glucose level issue.